Manufacturer narrative:
The device was returned to the manufacturing facility located in (B)(6) for an extensive engineering investigation. The complaint regarding an unexpected restart was confirmed. The investigation determined that the device fault was due to a component failure within the main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to the resmed manufacturing facility in (B)(4) for an extensive engineering investigation. The methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device restarted unexpectedly. There was no patient injury reported as a result of this incident.